Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. Customer replaced cartridge and resumed insulin therapy. Customers blood glucose was 150 mg/dl.